Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00223. A nurse practitioner reported a cerelink icp probe basic kit (ID 826850) was implanted in the right side of the patient¿s head (parenchymal) for monitoring icp on (B)(6) 2022. A few hours after it was implanted, it was found that the sensor wire was fractured completely in half. Therefore, the sensor was replaced immediately. It was unknown whether the sensor wire may have been damaged during manipulation of the patient. The neurosurgeon believes that the sensor wire fractured because of bending it. Clinical questionnaire provided: time/date of failure: (B)(6) 2022. Description of the failure: sensor wire fractured. Sensor information: kit used basic (826850). Serial number: n/a. Lot number: 4546822. Implant location: parenchymal. Hospital location of implant ICU. Cerelink monitor serial number: unknown. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) Unknown. Was a movement assistance device used? If yes, please specify. No. Amount of time between patient movement and failure event. Unknown. Was the microsensor disconnected from the cerelink monitor during each phase of transport? N/a. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value:unknown. What was the icp waveform quality before the ¿event¿? Yes. What is the current mean icp? N/a. What is the icp waveform quality after the ¿event¿? There was none because the sensor was fractured. When the failure occurred, was the cerelink monitor plugged into the wall? Yes. When the failure occurred, was the cerelink monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model - make: ge. Does the icp value on cerelink match the icp value on the patient monitor? Yes, it did. When the failure occurred, where was the cerelink monitor positioned? IV pole. List all devices being used close to the cerelink monitor: unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? No. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: unknown. Describe the quality of the insertion: implanted by highly trained nurse practitioner.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the cerelink microsensor (ID (B)(4) was returned for evaluation. Failure analysis - based on the analysis and investigation, the issue of the complaint has been confirmed: catheter and internal wires cut into 45cm from sensor end. The material stretched 15cm from connector and internal wires are broken and wavy inside at stretched area. Catheter kinked/bent 5cm from sensor end. No testing was possible. Root cause could be determined as a mishandling of the device.

Event description:
N/a.